Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/01/2010 and 06/04/2010 by phone, fax, and mail. A completed questionnaire has not be received. (B)(4).

Event description:
Adverse event(s): "hyperopic refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgical technician reported a patient with a hyperopic refractive surprise following bilateral iol implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.